Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it was no longer functional. During surgery, device fluid loss was confirmed. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.